Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre sensor. Customer reported receiving readings of 58 mg/dl, 119 mg/dl and 377 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: additional product (reader (B)(4)) has been returned. Reader (B)(4) has been returned and investigated. Visual inspection performed on the returned reader and no issues were observed. The reader turns on with strip insertion. Control solution testing was performed, and all test results were satisfactory. No malfunction or product deficiency was identified. The reported sensor has not been returned. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and libre sensor kit were reviewed and the dhrs showed the fs libre sensor and libre sensor kit passed all tests prior to release. If the sensor is returned, the case will be re-opened, and a physical investigation will be performed. Section has been updated based on product download

Event description:
Customer reported receiving erratic readings from their adc freestyle libre sensor. Customer reported receiving readings of 58 mg/dl, 119 mg/dl and 377 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.